Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2012-06730. It was reported, the pt had fallen. Since the fall, the pt has been experiencing discomfort at the neck and lead site. It was also reported, the ipg shuts off periodically. The pt plans to have the ipg replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.